Manufacturer narrative:
The handle and broken probe of the sonosurg scissors referenced in this report was returned to olympus for evaluation. The evaluation confirmed the broken probe tip, which was found to be fractured 17 millimeters from the distal end of the probe. There were slight indentations at the fracture junction, and a scratch on the gold surface. Slight discoloration was found on the grasping surface of the device. Based on the findings of the investigation, the cause of the reported phenomenon was likely due to user mishandling, as the identified crack on the probe could impede ultrasonic output and trigger the generator alarms. The device has been forwarded to the original equipment manufacturer for further evaluation. If significant, additional information becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that upon the initial activation while attempting to make a cut during a therapeutic cholecystectomy, the device failed to provide ultrasonic output and the sonosurg generator provided audible and visual alarms with an error code. The users reportedly used a different, but similar device to complete the procedure. Following the event, the users claimed to have observed a crack on the distal end of the probe, which was said not to have been present during the pre-procedure inspection of the device. The user facility also reported that during reprocessing, the probe tip reportedly broke off at the location of the crack. There was no user or patient injury associated with this event.